Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4)

Event description:
Information was received from a consumer regarding a patient currently receiving dilaudid (10 mg/ml at 3.238 mg/day) via an implanted pump. The indication for use was non-malignant pain. The patient's medical history included kidney failure (one kidney never function; the other was functioning at 25% since 2006); multiple kidney infections, a car accident in 2004 which required surgical intervention; 4 crushed vertebrae that required fusion surgery; and an allergy to morphine. On (B)(6) 2015 it was reported that the patient's pump was flipped over at the pump refill visit on (B)(6) 2015. The pump was turned over manually and it hurt the patient when it was manually flipped over. On (B)(6) 2015 additional information was received from the patient and it was reported that at the visit, they tried to fill it and couldn't find the port. An x-ray was done and the pump was found to be flipped. The pump was refilled after it was manually flipped back. It was still a little sore and touchy from the pump being manually flipped over. For subsequent events, see manufacturer's report # 3004209178-2015-20343.